Event description:
The reporter indicated that she experienced several er1 messages. The lifescan rep discovered that the reporter was storing the surestep test strips in a medicine bottle that was not a lifescan mfg bottle. Using a bottle outside the mfrs specified surestep bottle may cause potentially inaccurate results and error messages.